Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report. The customer did not retain the lot number which determines the date of manufacture.

Event description:
During cuff inflation the pilot valve was found to be broke therefore cuff inflation could not be controlled. The tube was removed and replaced. There was no patient harm.

Manufacturer narrative:
(B)(4). Only the pvt valve was received for evaluation and was observed that the white part is missing which would have been detected during the 100% inflation/ deflation test; therefore, the failure mode is not confirmed as related with the manufacturing process since all manufacturing controls were found acceptable and effective to detect the reported failure mode. Investigation concluded that they cannot definitively say how the adaptor was separated from the core of the valve. Information has been added to the database and complaint trends will continue to be monitored.